Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 2 of the bd safetyglide¿ needle only, 25 g x 1 in. Experienced great resistance as if the needle itself was not patent. The following information was provided by the initial reporter: in well child clinic today 2 immunizers experienced difficulty with our 25 gauge 1" detached needles. When placed on a prefilled syringe or used to draw up, immunizers would experience a great resistance as if the needle itself was not patent. Even when trying to evacuate air out of the prefilled syringe when you push on the syringe up the fluid would not move, the resistance makes it impossible to prepare the vaccine or administer so we had to switch needles multiple times again today until we found a patent needle.

Event description:
It was reported by the customer that 2 of the bd safetyglide¿ needle only, 25 g x 1 in. Experienced great resistance as if the needle itself was not patent. The following information was provided by the initial reporter: in well child clinic today 2 immunizers experienced difficulty with our 25 gauge 1" detached needles. When placed on a prefilled syringe or used to draw up, immunizers would experience a great resistance as if the needle itself was not patent. Even when trying to evacuate air out of the prefilled syringe when you push on the syringe up the fluid would not move, the resistance makes it impossible to prepare the vaccine or administer so we had to switch needles multiple times again today until we found a patent needle.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2024137. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.